Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment.there was a drain complication encountered and fluid was leaking from the patient line connection to the patient's catheter extension. The patient line was indicated to be kinked. Multiple attempts were made to get more details and sample status, but no details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.